Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall.  The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided stated a tampon came apart upon removal and pieces remained inside the consumer's body. The information provided indicated that the consumer experienced infections, vaginal irritation, bleeding, bladder infection and vaginal bacterial infections.